Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #l92m2c. Additional information requested but not received: did the top jaw break off? Did the electrode separate in the jaw? Was the I-blade damaged? Did any piece fall in the patient? If yes, was the piece retrieved? The device was received with the bottom jaw intact and not broken off as reported. The upper jaw was detached and not returned with the device and the I-blade upper tip was broken and lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a unknown procedure the bottom of the jaw broke off. A piece lower than 10 mm fall off, no melted away. There is a high risk that the piece fall into the patient, in the area intra abdominal. Another device as device was used to complete the case. No patient consequences.